Event description:
Patient presented to the physician with wound dehiscence at the neck incision site and an infection at the chest incision site. Cultures were obtained and returned positive for cocci bacteria. Physician brought the patient into the or, and upon surgical exploration, purulent discharge was observed at both incision sites. It was determined that the neck incision site was also infected. Physician explanted the entire inspire system.